Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) for the detection of supra ventricular tachycardia (svt), that was classified as ventricular tachycardia (vt).  It was noted therapies were delivered based on the device discriminator feature match inconsistent with intrinsic rhythm.  The device remains in use.  No further patient complications have been reported as a result of this event.